Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Mesher gave incomplete mesh on previously recovered cadaver donor skin. Event occurred during the meshing of previously recovered cadaver donor skin. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This med watch is being filed to relay additional information. On (B)(6) 2018, it was reported that the mesher gave incomplete mesh on previously recovered cadaver donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was september 7, 2018 where it was reported that the device was producing an incomplete mesh and the roller, roller gear, and comb were replaced. This is not a related issue. Product review of the skin graft mesher on november 13, 2018 revealed that the comb was bent and the side plates were galled. The pretests could not be taken due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 13, 2018 which included replacement of the worn bushings, worn side plates, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was damaged. Also, the 1.5:1 ratio cutter and 2:1 ratio cutter both produced an incomplete mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was damaged. Also, the 1.5:1 ratio cutter and 2:1 ratio cutter both produced an incomplete mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.